Event description:
It was reported that the devices with reload cartridges was used during a thoractomy, the devices locked out. Another reload was used complete the case. There was no consequence to the pt.